Manufacturer narrative:
E1: initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer (fse) found that main drawer 5 failed to open. The fse removed the back panel and identified that the board sensor was completely damaged. The fse replaced the drawer board and checked for any other damage, but none was found. The system was rebooted, and the drawer was successfully recovered. The customer also ran an inventory count to verify functionality, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred and multiple recovery attempts were unsuccessful, requiring maintenance intervention. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.